Event description:
The customer reported that they were unable to display both of the invasive pressures.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.